Event description:
A customer reported while using a glidescope titanium lopro t3 reusable laryngoscope during an emergency care procedure, the light was not working. The customer reported the problem seemed to be with the connection because it would work, but not consistently. The procedure was completed using a backup device. The customer stated that there was a delay in care but no harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope titanium lopro t3 reusable laryngoscope was provided to the customer and the reported t3 reusable laryngoscope used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported light failure. When connecting the reported laryngoscope to verathon's test equipment, the light would not illuminate. The device failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the glidescope titanium lopro t3 reusable laryngoscope was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.